Manufacturer narrative:
An update was provided as of 17 may 2019: 93 home monitors were successfully connected to the back-office; 5 patients were still paired with a home monitor with an orange light.

Event description:
Reportedly, an issue was observed to set up numerous home monitors in canada. An orange light indicator on the monitors evidenced dysfunction of the devices. One of these devices was returned for analysis.

Event description:
Reportedly, an issue was observed to set up numerous home monitors in canada. An orange light indicator on the monitors evidenced dysfunction of the devices.one of these devices was returned for analysis.

Manufacturer narrative:
D4: please refer to the document file-2019-00077_hm_canada_listsn_updated.pdf for device serial numbers affected by this event. Please refer to the attached analysis report. - attachment: [file-2019-00077_hm_canada_listsn_updated.pdf, 20190801 - file-2019-00077 - analysis_and_closure_report_resp-2019-01065.pdf].

Event description:
Reportedly, an issue was observed to set up numerous home monitors in canada. An orange light indicator on the monitors evidenced dysfunction of the devices. One of these devices was returned for analysis.

Manufacturer narrative:
The list of impacted devices has been updated, please refer to the document file: (B)(4)canada_listsn_updated. Pdf for device serial numbers affected by this event. - attachment: [file: (B)(4) canada_listsn_updated.pdf].

Manufacturer narrative:
Please refer to the document file (B)(4) for device serial numbers affected by this event. (B)(4).

Event description:
Reportedly, an issue was observed to set up numerous home monitors in (B)(6). An orange light indicator on the monitors evidenced dysfunction of the devices. One of these devices was returned for analysis.

Manufacturer narrative:
The number of units impacted by this event has increased. Please refer to the document file-2019-00077_hm_canada_listsn_updated.pdf for device serial numbers affected by this event. - attachment: [file-2019-00077_hm_canada_listsn_updated.pdf].

Event description:
Reportedly, an issue was observed to set up numerous home monitors in canada. An orange light indicator on the monitors evidenced dysfunction of the devices.one of these devices was returned for analysis.

Event description:
Reportedly, an issue was observed to set up numerous home monitors in canada. An orange light indicator on the monitors evidenced dysfunction of the devices.one of these devices was returned for analysis.

Manufacturer narrative:
An update was provided as of 15 april 2019: 66 home monitors were successfully connected to the back-office; 11 patients were still paired with a home monitor with an orange light.